Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on 2018-jan-29. The rep indicated that they would have the most information as it is related to the overdischarge only. The cause of the overdischarge was not determined. The patient and provider would determine the next plan of action whether it is an explant or replacement. No further attempts will be made to resolve the overdischarge. The patient has reached their maximum limit for jumpstarts to their battery. The information was confirmed with the physician. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a technologist at an imaging center and a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient arrived at an imaging center where their battery was found to be overdischarged. It was reported to have been dead for at least a year. The rep informed the technologist to have the patient follow up with them to establish if the battery could be evaluated. The patient attempted to jump start their battery at home twice on their own accord but it was determined that the battery could no longer be used so the rep recommended following up with their healthcare professional (hcp) to determine if a replacement or explant should be done. The issue was not resolved at the time of the report but the patient was noted to be alive with no injury. There were no patient symptoms reported and no complications reported.